Event description:
Pt mentioned that he has a very high heart rate and thinks that the pacemaker is what is keeping his heart rate that high. When pt took out his ID card, he had a st jude device implanted (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).